Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The rep arrived to discover that the gantry controller was not homed, but verified. The rep completed invalidate home and rehome procedure. The imaging system was restarted. The controller now homed. The rep performed multiple restarts and movements. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A radiologic technologist (rt)reported that the imaging system is frequently requesting motion calibration. The rt noted that the system is stored in a hall where it is possible that it is bumped into frequently. There was no patient present or clinical impact.